Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
The field experience of backup vvi was verified in the laboratory. Analysis of the device image and testing in the laboratory indicates that the bvvi was caused by a hardware anomaly within an integrated circuit component.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was explanted due to hardware backup vvi. The device was replaced with no consequences to the patient.